Manufacturer narrative:
Submit date: 7/30/2018. The incident sample has been requested but to date has not been received at the manufacturing plant for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported: the safety needle did not lock properly and the customer had an exposure. After giving immunization, licensed practical nurse (lpn) locked the needle. They picked up to dispose and when twisted off the cap the needle was still exposed and caused the customer to be pricked.

Manufacturer narrative:
Evaluation summary: an investigation of the reported condition was performed. The device history record (DHR) for the lot was reviewed and no visual or physical issues were found. There were no nonconformance records issued for this lot. A review of the entire DHR identified no manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no changes to the process or material related to the reported condition for this product in the 12 months prior to the production date. There were 5 unopened samples submitted with this complaint. The sample used in the procedure was not returned with this complaint. The returned samples were opened and inspected for damaged shields, shield stall and/or locking and needle free length according to the magellan safety needle quality and inspection standard procedure. All samples passed those inspections. The reported condition of a safety shield issue was not confirmed. However, it was identified that all the samples had various damage to the hubs and sheaths ranging from cracked to crushed. The damage to the hubs affected the ability of the shield to mate properly with the hub in 2 samples. It is unlikely that anyone would have used these needles because the hub was broken into three pieces, so the defect should have been very obvious to the user. The unreported condition of damage was confirmed. The exact root cause could not be determined based on available information. The root cause analysis identified one potential root cause pertaining to the use of the device, but the insufficient information to determine if this is the true root cause. The exact root cause of the unreported condition of cracks at the needle hub could not be determined based on available information. The root cause analysis found no indication of any manufacturing issues related to the condition. Based on the information available, there¿s insufficient information to determine a most probable root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage, needle free length and shield stalling/lock failure. The product met all defined acceptance requirements and was released. A specific root cause could not be determined for the reported or unreported conditions. A review of the DHR, maintenance records and process monitoring data found no issues related the conditions. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action (CAPA) is not required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.